Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was brought to the emergency room for continuous low flow alarms with flow at 0.0 liters per minute (lpm). It was noted that the patient had a severe coughing fit right before the low flow alarms started. The patient had chronic obstructive pulmonary disease (copd) and experienced coughing fits on a regular basis. A full workup was done including computed tomography angiography and echocardiogram, and no clinical indications of an obstruction were found. While in the catheterization laboratory for additional workup, an accidental double power disconnect occurred, but once the patient was reconnected to wall power, and the alarms resolved. The flow returned to normal. Additional log files were set for review and also found a brief event of motor instability. Around 6-7 hours after the workup was performed the patient experienced an embolic cerebral vascular accident (cva). The patient experienced mild facial drop and confusion as a result of the event. They were treated with a heparin bridge. It was noted that the patient had subtherapeutic inr upon admission. They were continued to be monitored.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cerebral vascular accident (cva) could not conclusively be established through this evaluation. The reported event of a suspected obstruction could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. However, review of the submitted log files confirmed low flow alarms and rotor noise fault flags that appeared consistent with a material, such as thrombus, being ingested into the pump and contacting the rotor. The submitted controller event log file captured a sudden decrease in flow on (B)(6) 2024, resulting in a continuous low flow hazard alarm. Additional controller event log files were submitted, showing that the low flow alarms had later resolved on (B)(6) 2024 with flow eventually returning to baseline. The submitted left ventricular assist device (lvad) event log files also captured rotor noise fault flags associated with a transient increase in rotor noise on (B)(6) 2024 as flow was returning to baseline. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with a material, such as a thrombus, being ingested into the pump and contacting the rotor. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and stroke, that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.